Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device did not secure the burr devices was confirmed. An assessment was performed and it was observed that the device would not secure the cutter and the motor rotated without stopping. During repair, it was observed that the springs in the burr lock came out of position and were not pushing on the lock tabs to secure cutters. It was determined that this damage is what has caused the failure. It was determined that the failure was caused by running the device without the cutter installed, which is failure to follow the directions for use (dfu). The assignable root cause was determined to be user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device would not secure the burr devices that they would come out as well. During in-house engineering evaluation it was observed that the device would not secure the cutter and the motor rotated without stopping. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.